Event description:
It was reported by service report that the load wheel casting was broken and the headsection was missing due to the customer removing and disposing it. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load wheel casting, headsection.